Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was due to bent cannula. The infusion set was in use for three days. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus the patient replaced the infusion set and resumed insulin delivery successfully. No further information available.